Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 1.702" from the distal tip. There may be missing pieces, but the size of the pieces cannot be confirmed. Components adjacent to this broken main tube did not show damage. The instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) five, (pitch) six, and (grip) seven, located inside the backend of the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had damage between the head and the shaft area and was bent. No known impact or patient consequence was reported.